Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an over infusion event occurred at the end of (B)(6). The order was for vancomycin 2 grams/500ml to infuse at 250ml/hr; however, the infusion was started at 1822 at 375ml/hr instead. The patient had been acting strangely prior to the infusion, and was not thought to be physically affected by the increased rate of the infusion. However during the assessment the patient was noted to have itchy red rashes on face, arms and torso. The infusion was stopped immediately and the md was notified. The patient denied respiratory distress and vital signs were stable.

Event description:
The customer reported an over infusion event occurred at the end of (B)(6). The order was for vancomycin 2 grams/500ml to infuse at 250ml/hr; however, the infusion was started at 1822 at 375ml/hr instead. The patient had been acting strangely prior to the infusion, and was not thought to be physically affected by the increased rate of the infusion. However during the assessment the patient was noted to have itchy red rashes on face, arms and torso. The infusion was stopped immediately and the md was notified. The patient denied respiratory distress and vital signs were stable.